Manufacturer narrative:
This report is submitted on january 04, 2022.

Event description:
Per the clinic, the patient experienced dizziness (specific date not reported) and subsequently, was treated with steroids (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.